Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 634 mm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.50 x 38 synergy ii drug-eluting stent from the hoop, it was found that the device was kinked and broken near the middle of the device. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.50 x 38 synergy ii drug-eluting stent from the hoop, it was found that the device was kinked and broken near the middle of the device. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.